Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive to stylus interaction. It was noted that the stylus was replaced, but the issue persisted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was confirmed that the display had an unresponsive area. Broken latches were found on the storage door. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.